Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: stapler fell apart when in use. It was being used on a cat, when closing the incision the stapler just came apart in pieces. The cat was not injured. They opened another stapler to finish the procedure and the cat is doing fine. No pt harm is reported.